Event description:
At initiation of crrt therapy burn pt became tachycardic, hypertensive then bradycardic and pea (pulseless electrical activity), CPR started, coded 10 mins and was revived. Pt complained of severe itching and was severely agitated prior to coding. Atropine and epinephrine were administered during the code; then vasopressin and epinephrine drips were started. Next day crrt initiated again and pt was hypotensive; therapy was discontinued w/o returning blood. Vasopressin and epinephrine drips initiated again. No other medical intervention reported.

Manufacturer narrative:
No problem found with returned cartridge. No evidence of a device malfunction. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No add'l info will be provided.